Event description:
The pt reports their pain pump has been turned off since september of 2006. The pump was turned off due to "the revision not working". The pt reports being in pain and oral medicaions are not working. Pt states if pump is replaced "this will be the third pump in three years". The previous pump was explanted in 2005. Ref MFR report # 6000030200500758. Add'l info has been requested from the hcp. A follow up report will be sent when add'l info is received.